Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device was in an intensive care unit (ICU) for an unspecified reason. There were concerns that the device was not capturing the patients rhythm and that the healthcare provider (hcp) wanted to overdrive the rhythm in order to terminate it. It was further noted that a code was called on the patient by the hcp. No further details were able to be obtained regarding this patient. At this time, available information suggests that the device remains in-service.